Event description:
It was reported "battery not charging. Pump only functions while plugged into wall power". To continue therapy, another iab pump console was used. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump only functions while plugged into wall power" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "battery not charging. Pump only functions while plugged into wall power". To continue therapy, another iab pump console was used. No patient injury or consequence reported. The patient's current condition is reported as "fine."